Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vaginal hysterectomy in 2012 and the mesh was implanted. In 2015 the patient experienced a left side more than right suprapubic pain. There were good impact on bladder control and no extrusion problems. Initially, pain was resolved with depomedrone injection. The pain recurred in 2017 . There was no vaginal pain or tenderness, only localized to suprapubic region and mainly left side. Uneventful laparotomy and mesh release from rectus sheath was performed on (B)(6) 2018. It was also reported that outcome and follow up awaited at clinic review. Additional information has been requested.